Manufacturer narrative:
Reasonable attempts were made to obtain further information from the distributor, however none was received; therefore, lumenis is unable to confirm the validity of the reported event. This complaint has been determined to be reportable per MDR decision tree as serious injury was reported and medical intervention was required to preclude permanent impairment, however lumenis is unable to determine the severity of the reported adverse event from the information provided by the distributor; when additional information is provided with which to make a determination of cause, lumenis will file a follow up MDR.

Event description:
A foreign distributor reported to our clinical team that a patient sustained burns to her legs following a hair removal treatment done with an m22.